Event description:
Caller reported a tandem mobi cartridge alarm that caused their blood glucose to exceed the normal range, although the specific value was unknown. A correction bolus was administered via the pump, and no third-party assistance was required. Technical support confirmed the occurrence of cartridge alarm 35 and decided to replace the pump. The caller was instructed on how to put the pump into storage mode and to return the faulty pump to tandem using a prepaid label within 10 days. A replacement pump was sent, and the caller was advised to program their pump settings and connect their cgm to the new device. An alternate insulin pump was used as backup therapy to ensure no interruption in insulin delivery.